Manufacturer narrative:
(B)(4) - evaluation:post market vigilance (pmv) led an evaluation of one spacemaker structural balloon trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the instrument would not inflate during a lap hernia repair procedure. The trocar balloon appeared intact and not deployed. Part of the plastic housing of the reflux valve was cracked off. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked reflux valve, the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic hernia repair, the instrument would not inflate and a new device was used to complete the procedure.